Event description:
Infinity novathreads were implanted on (B)(6), 2022. On (B)(6), 2022 provider reported a thread has poked out an area where it was not placed. Thread was removed from the patient's lip. Provider confirmed the patient was doing well.